Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm as well as cracked on the battery side compartment. The customer¿s blood glucose was 115 mg/dl. Customer stated that they not able to clear the alarm. Troubleshooting steps were provided for damaged. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.